Event description:
The complainant reported that a seventy-four-year-old caucasian female presented to the emergency department with a two-day history of shortness of breath and chest pain. An electrocardiogram demonstrated a st-segment elevation myocardial infarction, and the patient was taken to the cardiac catheterization laboratory. Patient was diagnosed with cardiogenic shock and the team elected to proceed with percutaneous coronary intervention. During the procedure, the patient reported worsening shortness of breath, subsequently decompensated, and experienced a cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient was successfully resuscitated. Due to her hemodynamic instability, the decision was made to implant an impella cp. Pedal pulses were not assessed prior to placement because the treating physician prioritized the life-saving intervention. The impella device was successfully implanted, after which the patient became hypotensive and was started on a norepinephrine infusion. Patient was transported to the cardiovascular intensive care unit for ongoing management. Upon arrival to the intensive care unit, pedal pulses were evaluated and were absent in the right lower extremity and faint in the left lower extremity. The treating physician stated that this was an accepted risk in the context of life-saving intervention. A vascular study performed the following day demonstrated diminished flow to the popliteal artery with no flow to the lower leg. Placement of a distal perfusion catheter was not considered due to angiography demonstrating a superficial femoral artery stent just below the bifurcation of the profunda femoris artery with a proximal lesion, and the physician determined that a distal perfusion catheter could not be successfully placed. The patient was designated as do-not-resuscitate and was not considered a candidate for escalation of mechanical circulatory support due to a lack of an exit strategy. The physician¿s nurse practitioner discussed treatment options with the family regarding continuation versus removal of the impella device. The family elected for do-not-resuscitate status, and escalation of care was declined. Systemic heparin therapy was withheld due to bleeding associated with pulmonary edema caused during intubation. The patient received two units of blood. On the second day of admission, the patient¿s family decided to withdraw life-sustaining treatment. The patient was extubated, vasoactive infusions and the impella device were discontinued, and the patient died. While the impella pump will be conservatively coded for the mentioned complications, they were more likely cause by the patient¿s underlying conditions and side effects of the accompanying procedures. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "the family withdrew care on this patient before any intervention was decided. The pump is not available for return.".